Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that on (B)(6) 2026, the patient underwent zone 2 endovascular treatment for a thoracic aortic aneurysm using the gore® tag® thoracic branch endoprostheses. The gore® dryseal flex introducer sheath, and the gore® tri-lobe balloon catheter were also used as accessories. The aortic component was deployed in a position such that its exposed stent apices slightly covering the left common carotid; however, it migrated proximally during deployment, resulting in unintentional full coverage of the left common carotid. The aortic component was repositioned approximately 5 mm distally using a pull-through wire, and an additional chimney stent was placed in the left common carotid. Subsequently, the physician advanced the side branch component into the left subclavian; however, resistance was encountered beyond the internal portal. A snare catheter was inserted via the left upper arm, and the leading olive was captured and pulled upward. Although removal of the delivery catheter was difficult due to entrapment of the leading olive, it was successfully withdrawn by manipulating the pull-through wire. One additional side branch component was implanted to ensure sufficient length. During the advancement of the side branch component, the aortic component migrated further distally and triggered a proximal type I endoleak; therefore, an aortic extender was implanted proximally. However, the greater curvature side migrated distally during catheter removal. An additional aortic extender was placed proximally, but it also migrated distally during balloon expansion and triggered a type I endoleak again. Eventually, another aortic extender was deployed in a position such that its exposed stent apices overlapping the chimney stent in the left common carotid, and the endoleak was resolved. Intraoperatively, the patient experienced a transient loss of consciousness; however, tissue oxygen saturation remained stable. At the time of wound closure, diminished pulses in the left arm were noted, and vascular occlusion due to embolic material (plaque) was suspected. Plaque was then surgically removed. As a result, the symptoms in the left arm improved; however, symptoms of cerebral infarction subsequently developed. No additional specific treatment has been administered, and the patient is currently under observation.